Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
B5 -product returned for investigation. - external visual inspection: passed. --transmitter voltage: 0 volts. D9 -yes. G6 -follow up 1. H2 -device evaluation. H3 -yes. -device evaluation attached . H6 -10 testing of actual/suspected advice.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.